Event description:
It was reported that a small volume intermate was observed to have particulate matter inside the reservoir. This was discovered during storage. There was no patient involvement. No additional information is available. This is report 1 of 7.

Manufacturer narrative:
(B)(4). This lot was manufactured october 09, 2014 to october 14, 2014. Evaluation summary: the device was received for evaluation. A visual inspection was performed and revealed a white particles ranging between 0.50 to 1.88mm in length, floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.